Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed on a patient with a laa that had multiple lobes. The echo view during the procedure was not good. A 27mm watchman flx pro closure device was implanted after recapturing and repositioning 6 times. After release of the closure device, a pericardial effusion was observed and the patient experienced cardiac tamponade. A pericardiocentesis was performed and dark fluid was removed. The drained blood was re-transfused, and the patient was admitted to the hospital on the intensive care unit.